Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the ilet following a sensor change, with attempts including power cycling the ilet, entering the pairing code, restarting the ilet, and using a magnet without restoring communication; the user was advised to replace the sensor and to use backup therapy until a new sensor was obtained. Symptoms included no reported adverse clinical effects and no changes in blood glucose status. Outcomes included temporary interruption of cgm data to the ilet and reliance on backup therapy, without alerts or alarms. Investigation included guided troubleshooting and education, device restart, and repeated pairing attempts. Investigation of this case revealed a persistent pairing failure between the cgm and ilet, consistent with a sensor-related connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was a nonrecoverable cgm pairing failure likely attributable to the sensor, with the ilet functioning as designed.